Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 46 mg/dl following a meal announcement. The event was corrected with juice and glucose tablets without the need for outside assistance or medical intervention. The patient reported feeling weak during the event. No hospitalization occurred and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.